Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
On (B)(6) 2013, I have used the rest assured religiously for about 5 years due to my dentist recommendation. I purchased the (2) kit 3-13. I fixed one hoping to last for about 8 mo. This one fell apart. I did fix the other one today hoping it will last longer. Never had any problems in the past just an fyi for the company. Thank you.